Event description:
Revision surgery - the pt was non-compliant and slept without his sling causing it to dislocate. The doctor revised him with a large head and insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation 3 weeks after prior surgery. When the event occurred, another suitable device was available, there was no delay in surgery, and the surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 36th complaint for this part number: 20 dislocation, five dissociation, three infection, two limited range of motion, one screw broke, one trauma, one instability, one fractured bone, and one missing threads, the first for this lot. The root cause was most likely due to the pt being non-compliant. There are no indications of a product or process issue affecting implant safety or effectiveness.